Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 450mg/dl and 138mg/dl at the time of the call. The customer indicated that they had symptoms such as excess thirst and frequent urination. Customer also indicated that the high blood glucose was resolved by a complete set change. Troubleshooting was performed and found that the cannula was bent and the tape does not adhere to the body. Customer was advised on proper insertion, taping and site techniques. Customer declined further high blood glucose troubleshooting.